Event description:
(B)(4): it was reported that the patient told the caller that the implant had not been working for over a year and had been ¿dead for over a year.¿ the caller stated that they did not know why it stopped working. It was noted that the caller was an MRI tech (healthcare professional/hcp) and they did not have any additional information about the event. It was stated that MRI compatibility guidelines were requested.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0313961v, implanted: (B)(6) 2003, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3487a-33, lot # j0315961v, implanted: (B)(6) 2003, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).